Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting far field oversensing of ventricular activity in the atrial channel. Technical services (ts) was consulted and confirmed the device appeared to be functioning as programmed and recommended right atrial sensing adjustment. This ICD remains in service. No adverse patient effects were reported.